Event description:
It was reported that an ilet user experienced recurring ¿alert 38 restart¿ events during a dry run, with repeated restarts and inability to complete the rewind step, consistent with a consecutive stalled insulin motor and device malfunction. Symptoms included no reported adverse physiological effects. Outcomes included no medical intervention, no hospitalization, and no impact on daily activities reported. Investigation included complaint handling and technical review based on user reports and internal troubleshooting guidance. Investigation of this case revealed a device motor stall during insulin delivery setup consistent with a stalled drive mechanism. It was concluded that the device malfunctioned due to a stalled motor; a replacement ilet was provided and the original unit is pending return for evaluation.